Manufacturer narrative:
Customer returned the server to the factory for eval. It appears that a defective printer at the customer's site was the cause of the problem. System was tested, calibrated, and safety checked to factory specs and was returned to the customer.

Event description:
Customer reported the panorama central station had lost communication and displayed an error message, which may have affected telemetry monitoring. No pt injury was reported.